Event description:
Caller reported blood glucose results 23.4 mmol/l on mobile system, 8.0 mmol/l on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is mobile system, medwatch with (B)(6) is compact plus system.